Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system (cls) product ID evolutfx-34; product lot/serial number (B)(6); product type: transcatheter aortic valve (tav) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while inserting the delivery catheter system (dcs) into the femoral artery the blood pressure was low. The dcs was advanced into the ascending aorta and the cardiologist decided to wait until the blood pressure got to above 100mmhg. After medication was given the blood pressure did not respond. At that point, transesophageal echocardiogram (tee) was used and determined that there was severe mitral regurgitation (mr). The cardiologist attempted to adjust the guidewire (safari), and during adjustment the wire came out of the ventricle, causing blood pressure to return. It was decided to remove the dcs, place a sheath and recross the valve. When the wire crossed the valve the blood pressure fell again. During multiple attempts to cross the valve and place the wire in a good position, the blood pressure dropped and the patient had ventricular fibrillation, therefore cardioversion was delivered. Cardiopulmonary resuscitation (CPR) and defibrillation were also performed for the patient's heart failure and hemodynamic instability. After multiple attempts to place the wire along with fibrillation and cardioversion, it was decided to abort the transcatheter aortic valve replacement (tavr) and place an impella ve ntricular assist device. Per the physician, this was not a valve issue, as the valve never even was attempted to be deployed. No additional adverse patient effects were reported.

Event description:
Additional information was received that 6 days following the transcatheter aortic valve replacement (tavr) procedure, the patient died. The cause of death was not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided that per the physician, the cause of death was believed to be the guidewire was entangled in the mitral valve, causing hemodynamic instability. Due to the low blood pressure and the patient's coronary artery disease, a myocardial ischemia occurred. The patient was unable to recover and died. Per the physician, the delivery catheter system (dcs) did not contribute to the death.